Event description:
It was reported that it was impossible to separate the mount from the implant during placement resulting in the implant being removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011245 / k002188.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).